Event description:
It was reported that the patient has been in and out of the hospital and had their medication adjusted due to seizures. At this time the patient's mother believes the device is not functioning. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.